Event description:
A beckman coulter field service engineer (fse) identified a leak while servicing a unicel dxc 600i synchron access clinical system in a customer's laboratory. The fse noted the wash station would overflow during operation and that both the aliquot probe and piecer blade had fluid left over. The leak was contained to the instrument. The operator wore a lab coat and gloves while operating the instrument. There was no reported exposure or injury. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and corrected the problem by replacing the wash station and reinstalling the piercing probe in the correct orientation. Identification of failure mode: the failure mode was identified as the cta (closed tube aliquotter) wash station (p/n 388123). There were no erroneous test results associated with this event. An overflowing cta wash station can impact any or all chemistries, including critical chemistries, upon recur. The beckman coulter (bec) internal identifier for this report is (B)(4).